Manufacturer narrative:
Additional lot number reported: d4. Medical device lot#: 4151988. D4. Medical device expiration date: 05-31-2026. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 05-30-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported after drawing a blood sample with a bd preset¿ syringe the cap was loose causing blood to leak. Blood got on the gloves of the lab technician. This occurred with an unspecified number of syringes. There was no report of adverse impact to patients or users.

Event description:
It was reported after drawing a blood sample with a bd preset¿ syringe the cap was loose causing blood to leak. Blood got on the gloves of the lab technician. This occurred with an unspecified number of syringes. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes d9: returned to manufacturer on: 02-dec-2024 investigation summary: material #: 364416 lot/batch #: 4151988 and 4187145 bd received 2 samples (one from each reported lot number) for investigation. The samples were evaluated by functional testing and the indicated failure mode for leakage from tip cap with the incident lot was not observed. Additionally, 18 retention samples from bd inventory (9 from each reported lot number) were evaluated by functional testing and no issues were observed relating to leakage from tip cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage from tip cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.